Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer took several cgm bg readings and used one meter bg reading. Reportedly, the cgm bg reading was 125 mg/dl. Reportedly, a second cgm bg reading was 79 mg/dl. Reportedly, a third cgm bg reading was 61 mg/dl. Reportedly, a fourth cgm bg reading was 127 mg/dl. Reportedly, the meter bg reading was 179 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.